Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this right ventricular (rv) lead exhibited pacing inhibition causing a period of asystole of approximately three seconds. A drop in the rv pacing impedance measurements to around 300 ohms was also observed. The physician had concluded the rv lead had dislodged due to the helix not being properly secured in the heart so surgical intervention was performed to reposition it. The rv lead continues to remain implanted and in service in a new implant location. No additional adverse patient effects were reported.